Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the instrument the device broke.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.